Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 30 degree endoscope plus had a rotation error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the image was inverted and that the endoscope moved uncontrollably after insertion. The problem was detected during the procedure. There was no injury to the patient due to the rotation error. The problem was resolved by replacing the endoscope. The operation was delayed 15 minutes approximately due to the issue. The surgeon was connected to the master tool manipulators and the 30 degree endoscope was installed in the upper orientation. The endoscope worked normally at first, but when it was cleaned, it no longer reacted correctly. There was a rotation error, but no damage to the adapter or missing screw was detected. Prior to the event the endoscope was not manually rotated 180 degrees.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was evaluated and found with an attached endoscope adapter (aea) defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with aea bearing that was contributing to the friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. The cable-integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.